Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
Follow-up (7/11/2012)-device evaluation: the test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. However, unrelated to the issue, the test strip results were below the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan from (B)(6) alleging an apply sample message issue with the one touch verio pro meter. The patient's wife did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's wife claimed the meter had an apply sample message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's wife did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.